Event description:
A hospital in (B)(6) reported via a distributor that the inspiratory tube of an rt106 adult inspiratory heated breathing circuit was an electrical open circuit. This event occurred prior to patient use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). This is a malfunction that has been reported to fisher and paykel healthcare by a distributor in (B)(6). The product is not sold in the USA but it is similar to a product which is sold in the USA. Method: the electrical resistance of the heater wire in the inspiratory tube of the rt106 breathing circuit was tested during a multimeter. Results: the inspiratory heater wire was an open loop due to a break in the connection between the heater wire and one of the pins that crimps to the heater wire. We could not perform a lot check as no lot information was provided. Conclusion: electrical open circuits in heater wires are often associated with improper crimping of the heater wire during production. All breathing circuits are electrically tested during production and those that fail are rejected. This suggests the heater wire became an open circuit post production, possibly as a result of a weak crimp connection. Further design improvements to the existing crimping machines are in progress. (B)(4).